Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator. The system was then tested and verified as ready for use.the erbe generator was returned for failure analysis evaluation. A recurring error was found on multiple dates. The unit was tested, powered on, and successfully cauterized across all ports and instruments without any issues. Upon visual inspection, the unit was found to have multiple deep scratches on top part of the cover/housing, exposing the underlying metal..

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, following port placement, a red question mark appeared on the erbe generator. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the error originated from the bovie unit rather than the erbe generator, and no related errors were found in the generator logs. The customer had already attempted a power cycle without success. At the time the event occurred, the customer was attempting to use monopolar and bipolar energy, and a vessel sealer instrument. The tse explained the issue could be related to energy cords, instruments, or surgeon control inputs, but the customer requested that the system be evaluated. The case was converted to open surgery towards the end of the procedure. It is unclear if the conversion to open surgery was due to the issue with the erbe generator or was planned as part of the surgical procedure. The surgeon confirmed that the vessel sealer failed without warning, and standard troubleshooting did not restore functionality. Furthermore, the surgeon indicated that the patient did not experience any complications and the procedure was completed via "lap incision." No faults were detected by the platform and a vessel sealer instrument was the only instrument involved with the issue.